Event description:
It was reported that the insulin gauge was intermittently inaccurate and static. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.